Manufacturer narrative:
The reported event of device deformity could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 10mm amplatzer septal occluder was selected for asd closure in the patient. During the procedure the device was introduced using a 7f amplatzer torqvue delivery system (9-itv07f45/80), but the device deployed in a cobra form. The device was removed from the patient and exchanged for a 12mm amplatzer septal occluder. The 12mm amplatzer septal occluder was successfully implanted using the same delivery system with no adverse consequences to the patient. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure. The patient is currently stable and discharged from the hospital.